Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: the reporter¿s phone number and complete facility address were not provided. D4, h4: the serial number was unknown; therefore, the device manufacture date is unknown. G1-1: the manufacturing site name is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (01)07611819654174(21)unknown

Event description:
It was reported by the surgeon and the lead of the sterile processing department (spd) that during an unspecified surgical procedure, it was discovered that when the modular handpiece device was on the "on setting" and pressing the drill forward, it would oscillate instead of drill forward. It was reported that the issue was reproduced and confirmed several times. It was reported that there were no delays in the surgical procedure and the surgery was completed successfully. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.